Event description:
It was reported via edwards clinical affairs that a patient with an implanted edwards aortic bioprosthetic valve presented with aortic stenosis and insufficiency after an implant duration of approximately 10 years. Subsequently, the patient was enrolled in the clinical trial and received a transcatheter heart valve within the subject device (valve in valve procedure). Case summary indicates the procedure was without complications and the patient was transferred to the ccu in stable condition.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis and regurgitation of bioprosthetic valves can be a manifestation of structural deterioration and/or non-structural dysfunction. These are generally dependent on both patient factors and intrinsic properties of the valve itself. Without return of device (remains implanted), the nature and mechanism of the reported stenosis and insufficiency cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.